Event description:
A patient presented at the emergency department. She was tested for pregnancy with clearview easy hcg. The result was negative. A serum hcg test carried out at the same time gave an hcg concentration of 1509 miu/ml. The patient was having a miscarriage. No urine sample, used or unused devices are available for evaluation.